Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 177 mg/dl. Customer stated that she put new battery and nothing happened and pump had powered off without warning. Customer stated she sees dust in battery compartment and there is scratch on the screen. Customer was advised to obtain a new aaa alkaline battery as soon as possible and as the pump itself is working.